Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
After completion of a procedure in which the sureflex steerable guiding sheath kit was used, a pericardial effusion occurred. It was noted that the patient had a rotated cardiac anatomy with persistent atrial fibrillation (af) and the left atrium (la) was described as large. The physician engaged the interatrial septum with the brk needle through the sureflex sheath. After multiple extensions of the needle, transseptal access was obtained. The sureflex dilator followed the needle into the la but the sheath was unable to be advanced smoothly. After multiple attempts, the physician maintained transseptal access with a j-wire and withdrew the sureflex sheath from the body. The physician attempted to place a heartspan fixed curve sheath over the wire into the la but it was unable to be advanced. He removed the heartspan and used a lamp 45 over the j-wire, which was able to be advanced to the la. The physician attempted again to access with the sureflex. The physician loaded the brk through and engaged the septum at a location close to the first transseptal puncture. On this attempt, the brk punctured with ease and the sureflex dilator and sheath crossed smoothly into the la. The physician commented that it felt smooth and that was due to being in a better location. La mapping, pulmonary vein isolation and posterior wall ablation were carried out using the lasso through the lamp 45 and the thermacool through the sureflex. The sureflex and thermacool were withdrawn to the right atrium (ra) to perform a flutter line. Following completion of the ablation and electrophysiology (ep) study, a slight drop in the patient's pressure was observed. The physician performed a bedside transthoracic echo to check for pericardial effusion. A slight effusion was detected and the physician performed a pericardiocentesis to drain fluid. The physician and fellow acknowledged the difficult transseptal and possible thicker area crossed on the first puncture, but did not suggest conclusively this was the cause for the pericardial effusion. Neither physician speculated in any way that the sureflex was related to the effusion. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.